Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they had low blood glucose value. Customer's blood glucose value was 38mg/dl. Customer's mother declined to troubleshoot for low blood glucose value and treated with juice and fruit snacks. Insulin pump will not be returned for analysis.